Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components."

Event description:
It was reported by the patient they underwent an initial left total knee arthroplasty on (B)(6) 2015. Subsequently, the patient alleges experiencing heavy feeling of the knee, trouble getting around and the knee doesn't feel right. No additional information has been provided.